Event description:
Ous MDR - after an implantation time of about 5 months, an increase in the pacing threshold and a drop in sensing was reported. No deterioration of the pt's state of health was reported.